Manufacturer narrative:
Correction: b3 correction: b3.

Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose was 316 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.